Event description:
This lead was implanted on (B)(6) 2000. A call to technical services on us(B)(6) 2012 states that the system is being explanted due to infection. The physician is dr. (B)(6) at (B)(6) health services in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).